Event description:
It was reported that the patient with this inflatable penile prosthesis experienced infection along with purulent discharge, edema, swelling, pain and discomfort. The device was explanted. The physician performed full washout/salvage and placed tactra malleable. No further patient complications were reported.